Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to experiencing stress from a shopping trip and not having access to insulin, the customer's blood glucose (bg) level elevated to above 400 mg/dl (value not provided). In addition, the customer experienced disorientation, nausea, and lost consciousness. Customer required assistance from contact to address bg via a correction bolus on the pump as the customer had blurry vision. Multiple attempts were made to follow up with the customer; however, no response was received.